Manufacturer narrative:
Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, occlusion test due to prime anomaly. Unit failed to pass active current measurement and sleep current measurement due to high currents occurring during testing. Unit failed to pass the self-test due to pump error 75 occurring testing. No critical pump error (open book) noted during testing. P-cap was attached and locked into place properly. Unit was successfully downloaded using thus for history files and traces. Pump error 75 occurred on 08/30/2023 06:31 in history files and traces. Unit was cut open to perform visual inspection and found evidence of moisture damage in electronic stack, force sensor, vibration harness assembly, keypad flex cable pins, and motor pins. The following were noted during visual inspection: corroded battery tube, scratched case, cracked case, battery tube threads cracked, stained keypad overlay, pillowing keypad overlay, cracked case corner of belt clip rails, cracked case (battery tube), stained serial label, keypad overlay texture damage, missing display window cover. Critical pump error is not confirmed. Cosmetic damage is confirmed at the battery compartment. Exposed to moisture is confirmed at the electronic stack, force sensor, keypad flex cable pins, and motor pins. Unexpected battery power loss and pump error 75 is confirmed due to moisture damage on electronic stack. Prime anomaly is confirmed due to occurring testing and due to moisture damage on the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error/open book image after the pump is exposed to moisture and had a crack. It was reported that the insulin pump performed safety checks and the error was found. No harm requiring medical intervention was reported. Troubleshooting was not performed. The customer will discontinue using the insulin pump and it will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.